Event description:
Field size in rt chart indicates override for field size, therapist says only the couch long was overridden that day. Physicist noticed during chart qa, that the field size for field (B)(4) was overridden on (B)(6) at 3:30pm. This was also indicated in rt chart history for that field. The therapist that was in the user field for override states that this was not done; he states that they only did override for the couch longitudinal for that day. X2 planned was 4 but treated with 12 and y1 planned 5.5 treated with -2.5; this was indicated as override in both rt chart and chart qa. No images were taken on this field nor do they recall any abnormal events during this treatment. This is treated on the 2100 but planned for trilogy. No serious injury was reported as a result of this event.

Manufacturer narrative:
Although there was no reported injury in this case, the available info suggests a possible malfunction of the device. Though still under investigation, varian has determined that a MDR is appropriate as this possible malfunction, should it recur, could potentially cause serious injury. Additional f/u to this MDR is expected upon completion of the investigation.